Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Evidence of twist in the lead body/polyurethane insulation was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observations. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type. The bradycardia allegation was not confirmed as no evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that this right ventricular lead was explanted due to dislodgement. Additional information from the field representative indicates that the lead dislodgement was confirmed through chest x-ray, and that the patient experienced symptoms of bradycardia, which brought the patient to the emergency room for evaluation. It was also reported that the patient has a history of twiddlers syndrome in the past. The lead was successfully replaced. No additional adverse patient effects. The product was returned for analysis.